Event description:
It was that an occlusion alarm occurred. The customer performed a supply change to resolve the occlusion. Customer's blood glucose level was 353 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned